Manufacturer narrative:
Approximate age of device ¿ 47 days. The event occurred at (B)(6) medical center. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with an embolism to the retinal artery of the right eye as diagnosed by funduscopy. The patient had transient impairment of their field of vision. It was reported that the patient's inr was decreased after being supratherapeutic due to treatment with warfarin. The change in the patient's inr was reported to be the cause of the neurological disorder. The patient remains ongoing on lvad support. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.